Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Correction fields: b5, h6 (type of investigation), h11(correction of the supplemental report)-see below. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: unknown. Cfu:1-10cfu (colony forming units). Bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2025. Sampling from: biopsy channel. Cfu: light growth. Bacterial identification: pseudomonas aeruginosa, streptococcus salivarius group. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu:1-10cfu. Bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: light growth. Bacterial identification: pseudomonas aeruginosa. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the supplemental report: no additional from the customer.

Manufacturer narrative:
This report is supplemented to provide a correction to a previously submitted report. Correction to additional information to the h11: olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jul 23, 2025. Sampling from: air/water channel and suction channel cfuno growth. Bacterial identification: n/a. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: b5. Added: h2, h3, h4, h11. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined.

Event description:
It appears the customer has resolved their issue with more thorough reprocessing and confirmed by repeat culturing. (4th result: = no growth).